Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 562 mg/dl and 75 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
An evita xl ventilator was being used on a patient in the critical care unit when it suddenly stopped ventilating and alarmed. Fortunately there was a medical staff in the room who witnessed the failure. Bagging was required as the ventilator was swapped out but no patient harm occurred. The ventilator was sent to the biomed department for evaluation. Hard failure codes 02.00.002, 10.99.112, 11.01.011, 12.01.011, and 13.01.040 reported. After further troubleshooting, the air hpsv, o2 hpsv, and the internal power supply were replaced and returned at the request of drager technical support.======================health professional's impression======================hard failure.======================manufacturer response for adult ventilator, drager evita xl======================the manufacturer assisted in the troubleshooting and requested that suspected components be sent back for further testing at drager.